Event description:
The catheter was placed via the subclavian vein. Approximately 6 hours after insertion, and after the pt had been transferred to the ICU, an x-ray was taken to confirm the correct placement of the catheter. The next day, the nurse found "a large volume" of leakage and the distal most 9.5cm of the catheter was located in the pt's pulmonary artery. A surgical procedure was performed to remove the piece of catheter. There were no pt complications.